Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The sample was provided for an examination and root cause analysis in our service laboratory in melsungen. The history files were read out and analyzed. According the reported day of occurrence the history log files of (B)(6) 2020 were analyzed. The drug "sodbic" was chosen and a dose rate (11,36 mmol/hour) and a time were set of (08 hours and 48 minutes). The infusion started at 10:11pm with a flow rate of 125ml/h. The infusion interrupted seconds after the first start because of an upstream alarm. This happened two times after the start. The infusion was continued at 22:12 pm. At 00:03am the infusion was stopped by user for some seconds. A pressure alarm stopped the infusion again at 01:08am. No malfunctions or anomalies could be found in the history log files. During the visual inspection of the infusomat space, all cover caps on the screw pillars as well as the seal on the lower housing were available and undamaged. No damages on the housing parts could be found. As part of the functional check the self test of the infusomat space could be successfully performed. An infusomat space line could be inserted and was recognized by the pump. After the line selection the delivery mode could be started without any reservations. After the functional test a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal delivery rate of 100 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured with a value of -1,62 %. This value is inside the instruction for use predefined performance characteristic of the device. The downstream sensor was checked. For this the delivery accuracy measurement the pressure cut-off and the pressure limitation were checked. Furthermore the pressure stability of the safety clamp concerning the percolation (free flow possibility) was checked. The device fulfills the required values according to the specifications of the technical safety check (tsc). To investigate the inside of the device, only the upper housing was removed. No damages or liquid residues could be found inside the device. The complaint could not be confirmed. During a flow measurement no flow deviation could be detected. The device works within our specification.

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been requested to send it for investigation to bbm laboratory in (B)(4). If an investigation report is available, a follow-up report will created. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in (B)(4): "under infusion". Customer information: infusomat set up via drug library: sodium bicarbonate 1100ml at rate of 125ml/hour. Infusion commenced at 2210 to run over 8 hours 48 minutes. At 0612, 8 hours later, the pump reports that 983.88ml have been delivered, but there was still a high volume of fluid remaining in infusate bag when there should have only been 150ml remaining.